Manufacturer narrative:
Concomitant medical products: catheter model: 8709, lot #: j0058154r, implanted: (B)(6) 2001. (B)(4).

Event description:
It was initially reported on (B)(6) 2011 the pump alarm was heard and not confirmed by telemetry. The reporter assumed the alarm was due to eri (elective replacement indicator), since the patient's refill was not until (B)(6) 2011. It was later reported the pump contained baclofen. On (B)(6) 2011 it was reported the patient experienced withdrawal. The patient started having an increase in back spasms, weakness, and was tired. The patient's wife gave the patient "50 mg" oral baclofen. It was additionally reported the patient was in the ER, experienced respiratory arrest, and was intubated as of (B)(6) 2011. The pump alarm was heard and confirmed by telemetry. Telemetry confirmed a low battery alarm was occurring. Baclofen 2000mcg/ml was infused at a daily dose of 650mcg. A follow-up report will be sent if additional information becomes available.